Event description:
In 2008, physician reports a small ulcer on a pt's eye. No other info was provided. Physician did not deem serious enough to make medical device report.

Manufacturer narrative:
Method - a review of complaints to date for all lots of the same product was performed, and no other complaints were found. Results - physician reports that pt was sleeping in lenses. Extended wear is not approved or recommended. Conclusions - no conclusion can be drawn. To date, no info has been provided with regard to the mfg lot number. Should more info be forthcoming in the future that would change the conclusion in this report, an update will be filed within 30 days of receipt of such info. This case is considered to be a possible corneal ulcer of unk origin. The physician attributes the cause of the event to be related to the pt sleeping in the lenses which is not approved or recommended.